Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and associated image chain hardware. System operates as intended. (B) (4)

Event description:
Customer reported the system is slow to boot up and is displaying communication errors. No pt injury reported.